Event description:
The following was reported: on (B)(6) 2026, a thoracoscopic mediastinal lesion resection and closed thoracic drainage were performed in operating room (B)(6). The camera system suddenly showed a white screen and failed to display images during the operation. Another imaging system from the department was immediately used to complete the surgery. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).